Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was noticed after the lens was placed inside the patient¿s eye. Lens was left inside the patient¿s eye. Surgery was completed with no complications. There was no patient harm was reported. At the time of reporting, patient has no complaint of any issues with lens.